Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cardiosave hybrid, type I plug intra-aortic balloon pump (iabp) displayed ab catheter restriction during device use. No harm or injury to the patient was reported.